Event description:
Inserted 24g peripheral intravenous line (piv) into pt as ordered. Upon cleaning up supplies noted needle did not fully retract into shield leaving used needle exposed. White press button depressed. End of plastic handle cracked.